Event description:
Lab technician was processing six inpatient blood gas samples and noticed that all samples had resulted with low readings. Delta checks for equipment were within normal range. Results were communicated to providers. Five of the six patients had treatment plans changed because of the low readings. It was then discovered by lab personnel that there was a clot in the blood gas machine, and that the results that had been processed were incorrect. Providers were notified and appropriate changes were made.